Manufacturer narrative:
H.10: the replaced part was requested for further investigation at the manufacturer site. The brushless motor of the patient 1 pump had the defective electronic and this compromised the functionality of the motor. In addition, the housing of the pump was rusted and the housing was damaged.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united states. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device. The service representative was able to confirm the reported issue and addressed the failure to a defective patient pump, which was not running. The service representative replaced the pump. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during procedure. There was no report of patient injury.